Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that after this mitral bioprosthetic valve was implanted, and the patient was taken off of cardiopulmonary bypass (cpb), it was noted via transesophageal echocardiogram (tee) that the patient had severe right ventricular outflow tract obstruction. The intertrigonal distance of the patient's mitral valve was measured at 2.41 cm and the anterior leaflet length was only 1.96 cm. The outflow tract measured at 2.2 cm. The septum was thickened and the mitral annulus was calcified. The physician explanted the device and implanted a non-medtronic bioprosthetic valve. The physician stated that there was nothing wrong with the medtronic bioprosthetic valve, but rather, the patient's ventricle was too small for the device. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.